Event description:
Hosp reported the pt was admitted by the emergency dr after the pt suddenly collapsed aproximately 3 hours after the administration of a parenteral contrast media. When the emergency room dr arrived, the systolic blood pressure measured 60 mmhg, oxygen saturation 90%, heat rate 150/min. Preliminary diagnosis: 1. Septic shock after administration of contaminated contrast agent. 2. Allergic reaction to penicillin. 3. Depression. Pt was treated with solu decortin and adrenaline through the emergency dr. Pt was admitted in stable condition into the intensive care unit. After 48 hours of constant monitoring, no further conspicuous signs occurred. Pt was released after four days of care. Pt has fully recovered.